Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "the surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03964 / 03965).

Event description:
During a shoulder arthroplasty while attempting to lock the humeral bearing into the humeral tray, the locking mechanism would not work properly. There was no patient injury or delay.

Manufacturer narrative:
(B)(4). Review of manufacturing history found no evidence of product non-conformance. Visual examination of the returned device confirms the reported condition, the tray showed no visible signs of damage; however, the locking ring was found to be bent and jammed. This event likely occurred due to not aligning the parts properly before impaction or not utilizing the assembly tool; however, the sales rep stated that the correct surgical technique was followed and it is unknown if the tool was used. Therefore, root cause cannot be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).